Event description:
Complainant alleged that during biomedical dept's routine testing and preventative of the device, the device made a loud internal noise during discharge and displayed error message code "test failed" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.